Manufacturer narrative:
Analysis confirmed the customer comment of broken connector, both output connectors were broken and it was additionally noted that the lower case and the hanger were also broken, the liquid crystal display flex was damaged (creased) and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was damaged. The generator was returned for service. There was no patient involvement.